Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, lot, UDI number and expiry date unknown / not provided. PMA/510(k) number: k011028 and k013227. Device manufacture date: unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported implant removed due to infection. Patient also had inflammation and pain. Implant had been restored.